Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the latch of the ultrasonic air sensor (uas) was broken. As a result, an alternate device was employed. The surgical procedure was completely successful. There were no delays, no blood loss, or no adverse consequences to the patient.